Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with an aneurysm mass forming in the space where the cylinders sat, inflation issues, and the device not working. A surgical procedure was performed, during which deflation issues and multiple holes in the cylinders were identified. All components were removed and replaced. There were no further patient complications reported.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with an aneurysm mass forming in the space where the cylinders sat, inflation issues, and the device not working. A surgical procedure was performed, during which deflation issues and multiple holes in the cylinders were identified. All components were removed and replaced. There were no further patient complications reported.